Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. They were not able to change the infusion set or clear the alarm. Customer indicated that they treated with a bolus using another pump. Customer's blood glucose was 500 mg/dl.  Customer also indicated that they had low blood glucose of an unknown level but treated with juice. Customer declined to troubleshoot further and wanted to report the incident only.  No product is returning.